Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that the product broke during the procedure. All pieces were removed and the procedure was completed successfully.

Event description:
It was reported that the product broke during the procedure. All pieces were removed and the procedure was completed successfully.

Manufacturer narrative:
The product was returned for investigation and the failure mode will be monitored for future reoccurrence. Alleged failure: sheer blade internal component came apart into many pieces in the patient. Dr chan was able to remove all the pieces but this did cause a delay and concern for surgeon. The failure(s) identified in the investigation is consistent with the complaint record. The probable root cause/s could be bending/prying or came in contact with a hard object.